Event description:
It was reported the device displayed the alarm cassette not attached. No patient injury was reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device and seals intact. Functional testing found the problem could not be duplicated; problem was found in the device event history log. The root cause of the issue could not be determined. The downstream occlusion sensor was replaced as a preventative measure. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.